Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin within the system monitor was confirmed. The returned system monitor (serial number (B)(4)) was tested under work order #(B)(4) on 29may2020. A bent pin was found on the monitor¿s main pcb while troubleshooting, correlating to the data card slot. The customer was contacted with an estimate of the repair costs on 14jan2020 and on 22jan2020; however, no responses were received. As a result, the unit was not repaired and was returned to the customer site alongside the system monitor cable (lot number dc1829001). The root cause of the damage to the system monitor was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pin within the system monitor was bent. No further information was provided.